Event description:
It was reported that the patient experienced syncope and presented to the emergency room (ER). Sustained ventricular tachycardia (vt) was noted in the ambulance and by the ER monitor and the patient was successfully cardioverted, however, the device did not record the vt episodes in the diagnostic data. Performance data from the device was analyzed and it was noted that the device was undersensing vt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4024 implantable pacing lead 1998 (B)(6); 4524 implantable pacing lead 1998 (B)(6). (B)(4).